Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. Fa found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have localized melting near the grip base. The conductor wire was exposed. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common cause of this failure is typically attributed to component failure. Additional observation not reported by site: signs of corrosion were found on the instrument bearings. Pitch input disk bearings exhibit orange discoloration. Common causes of the failure are typically attribute to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot# n10210621 0060) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system (B)(4) for a simple prostatectomy procedure. There were 7 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during central processing, the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, there was warping of plastic between jaws of a fenestrated bipolar forceps instruments. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.